Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of malposition and migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and migration.

Event description:
Healthcare professional reported "device migration/implant malposition", "correction of asymmetry", and "change shape/size/style" via national breast implant registry (nbir). Patient underwent capsulotomy. This record is for the left side. Device was explanted.